Event description:
Based on additional info received on 07/23/2015, this case initially processed as solicited was now re-assessed as unsolicited (pt was not enrolled in ontrack program) and the overall company causality was updated from not associated to unlikely. This unsolicited device case from (B)(6) was received on 07/22/2015 from a pt via pt support program. This case was cross- referenced with case: (B)(6) (same patient). This case concerns an elderly female pt for whom synvisc did not work (subtherapeutic response) and later had knee replacement. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unspecified date in 2000, the pt initiated treatment with intra-articular synvisc injection (indication, dose, frequency, batch/ lot and expiration date: not provided) in unspecified location. The pt stated that on an unk date, synvisc did not work (subtherapeutic response) and she had a refund. On an unk date, the pt had a knee replacement soon thereafter. On an unspecified date in 2000, the treatment with synvisc was completed. Corrective treatment: not reported. Outcome: unk for the event of knee replacement. Seriousness criteria: required intervention for the event of knee replacement. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional info as received on 07/23/2015. The case was updated from solicited to unsolicited and the overall company causality was updated from not associated to unlikely. Text amended accordingly. Additional info was received on 07/29/2015. Global ptc number and ptc results were added. Text was amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) company follow up comment dated 07/31/2015: follow up info received for this case does not changes previous case assessment. Sanofi company comment follow up dated on 07/23/2015: this case concerns a female pt who had knee replacement after synvisc injection. The event is a procedure which was performed after therapy with synvisc, however unlikely related to the synvisc injection. Moreover, there is no info regarding underlying medical condition, medical history of pt and concomitant medications used by the pt and hence, complete case assessment is not possible.